Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 10-oct-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration via an implantable infusion pump. It was reported that the representative was in a case for a normal pump replacement and the catheter was accidentally cut while closing the pocket. The catheter was then replaced and the issue was resolved. No patient symptoms were reported. No further complications were reported.